Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an 18mm amplatzer septal occluder was implanted. Following the procedure, on (B)(6) 2019, the device was reported to have embolized. On (B)(6) 2019, the device was removed from the patient percutaneously by snaring and re-sheathing. The defect was balloon-sized to 18mm using a 30mm pts sizing balloon (lot number: unknown) and the physician attempted closure with a 22mm amplatzer septal occluder (lot number: 6821072) and 26mm amplatzer septal occluder (lot number: 5562243). Both devices were reported to be mis-sized. Of note, the 26mm amplatzer septal occluder was impinging on the mitral valve. The physician elected to abandoned the procedure and surgical closure is planned for a future time.

Manufacturer narrative:
Correction: upon review, the septal occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
On (B)(6) 2019, an 18mm amplatzer septal occluder was implanted. Following the procedure, the device was reported to have embolized. On (B)(6) 2019, the device was removed from the patient percutaneously by snaring and re-sheathing. The defect was balloon-sized to 18mm using a 30mm pts sizing balloon (lot number: unknown) and the physician attempted closure with a 22mm amplatzer septal occluder (lot number: 6821072) and 26mm amplatzer septal occluder (lot number: 5562243). Both devices were reported to be mis-sized. Of note, the 26mm amplatzer septal occluder was impinging on the mitral valve. Additionally, the patient had multiple asds and challenging anatomical features which caused the mis-sizing. The physician elected to abandoned the procedure and surgical closure is planned for a future time.